Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received shocks from 2 episodes. A remote monitoring transmission was received and was reviewed. The implantable cardioverter defibrillator (ICD) indicated that the rhythms were ventricular tachycardia (vt) and fast vt; however, it was suspected that the rhythm was atrial tachycardia with rapid ventricular response and the shocks were suspected to be inappropriate. Possible atrial undersensing was noted. The ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.